Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant, the lead condition was confirmed prior to insertion into the patient¿s anatomy. The rv lead was advanced into the patient¿s anatomy, because threshold measurements were unsatisfactory, an attempt to re-position the lead was made. However, however the tip could not be rotated, and therefore the lead could not be withdrawn from the myocardium. After slightly forcing the lead to withdraw, the physician noted intra-atrial tissue had entangled within the lead tip. It was also noted that the rv lead tip shape was deformed. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.